Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes due to competitive atrial pacing were observed. The patient was asymptomatic. Programming changes were recommended, but the physician elected not to make any changes. The patient was fine.